Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The patient's attorney alleged a deficiency aganst the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The reason for mesh implantation was stress urinary incontinence. The procedures performed were bladder suspension. The outcome attributed to the device, includes pain, erosion, infection, urinary problems, bowel problems, bleeding, dyspareunia, neuromuscular problems and vaginal scaring. The complications post second mesh revision surgery were erosion and bladder stone or suture in bladder.